Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed. The customer stated that the programming has not changed recently. The customer's husband removed the infusion set, and found that the cannula was bent. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.